Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm while picking up a patient from a cath lab. User stated that initially the balloon was working fine but while swapping treatment from cs300 to cardiosave. The screenshot revealed a kink in catheter. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. Later use called and said that the swapping of devices was done successfully and issue resolved. No harm or injury reported.